Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique prior to an interventional procedure. The sutures of two prostyle devices were successfully pre-placed. After the interventional procedure, only one suture knot was advanced and cut without issue, the other knot could not be advanced or cut initially. A new suture trimmer was used to ultimately cut the suture. The cut suture was removed, and a new prostyle device was used. Hemostasis was achieved with the remaining pre-placed suture and a new prostyle device there was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case it is possible excess suture tension may have contributed to both difficulties; however, these cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.